Manufacturer narrative:
One device was received for evaluation. Service history identified that device had not been repaired or serviced before. Functional checks and visual inspections of the pump were performed. Internal inspection was executed. The customer problem was confirmed as investigation found the downstream occlusion (dso) sensor was nonfunctional. The root cause of the problem was the dso does not work and had fluid ingression. The dso sensor will be replaced to solve the problem.

Event description:
It was reported that the cassette was not recognized. There was no patient involvement.